Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that approximately two weeks post implant, an intermittent pacing failure was noted. The pulse generator was removed and replaced.